Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen became damaged while in the user¿s pocket, after which the display was difficult to read and the touchscreen became unresponsive, consistent with a display visibility issue involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an ambient light problem was identified in relation to the display visibility complaint and that the issue involved the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.